Manufacturer narrative:
Additional component information. Model number: 72400024. Batch/lot number: 889629014. Model description: balloon fgs 61-70 cm. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon was visually inspected, microscopically examined, and tested for leaks. There was pinhole leak in the balloon sphere that was the result of fatigue at a slight bulge in the sphere. Product analysis confirmed a fluid leak in the balloon. The balloon damage is most likely the cause of the urinary incontinence issues. A labeling review identified that urinary incontinence is included in the product labeling. Based on the investigation results an evaluation conclusion code of cause traced to component failure was assigned for the balloon leak and known inherent risk of device was assigned for the urinary incontinence.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to a malfunction of the device almost 4 years after being implanted. The patient presented to the doctor because he could not stay continent any longer. The doctor verified that the system had no fluid by means of exploration and ultrasound. During the surgery the doctor was able to identify that the fluid leak was from the pressure regulating balloon. The patient's symptoms began in (B)(6) 2018. The results of the surgery were positive leaving the patient continent again.

Manufacturer narrative:
Device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. There was pinhole leak in the balloon sphere that was the result of fatigue at a slight bulge in the sphere. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed a fluid leak in the balloon component. The balloon damage is most likely the cause of the urinary incontinence issues.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to a malfunction of the device almost 4 years after being implanted. The patient presented to the doctor because he could not stay continent any longer. The doctor verified that the system had no fluid by means of exploration and ultrasound. During the surgery the doctor was able to identify that the fluid leak was from the pressure regulating balloon. The patient's symptoms began in march 2018. The results of the surgery were positive leaving the patient continent again.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to a malfunction of the device almost 4 years after being implanted. The patient presented to the doctor because he could not stay continent any longer. The doctor verified that the system had no fluid by means of exploration and ultrasound. During the surgery the doctor was able to identify that the fluid leak was from the pressure regulating balloon. The patient's symptoms began in (B)(6) 2018. The results of the surgery were positive leaving the patient continent again.